Event description:
This is the third of three reports (same product, similar problems, different patients). The leur lock connection immediately proximal to the white connection hub became disconnected causing the catheter to leak cerebrospinal fluid (csf). The catheter had to be removed from patient use. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on 10/12/2015. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: the optical inspection doesn¿t show any abnormalities or damages apart from a big air bubble over 1/3 of the tubing beginning at the rear luer lock. The cc1p1 measured within its specification. The DHR of the mentioned product was reviewed. (Lot: 060215; sn: (B)(4))no abnormalities could be determined. Conclusion: additional information received. Root cause had to be changed. Like already described in the introduction the cc1.p1 was used in combination with an incompatible bolt system from a third-party supplier (innerspace hummingbird). The complaint failure family must be set to user error because an incompatible accessory (bolt system) was used to insert the cc1.p1.